Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the support was withdrawn and the pt expired. It was reported that after a long post-operative course including several weeks in the hospital, the pt was transferred to a long term facility. The pt had multi-organ failure including kidney failure, respiratory failure and infection. The pt was on dialysis 3x/week and had a trachea tube and was unable to be weaned from the ventilator. The pt had poor nutrition pre-operation and did not improve post-operation and required multiple blood transfusions frequently and was placed on multiple antibiotics for infection of gram positive bacteria. The vad coordinator does not think pump was an issue. No autopsy will be performed and the pump was disposed of and will not be returned.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the explanted device because it was not returned by the hosp. The MFR was advised that the pump was accidently disposed of by the hosp. A review of the device history record revealed the device met applicable specs. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on this event.